Manufacturer narrative:
As reported by the (B)(6) study, fourteen hours post index procedure the patient experienced an ischemic stroke related to hypotension. The target lesion location was the ostium of the right internal carotid artery. The vessel was described as moderately calcified and severely tortuous. The rate of stenosis was 90%. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise stent was deployed at the target lesion. The angioguard was safely removed from the patient. Upon removal of the device there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The next day the patient suffered a neurological event described as behavioral change, left visual field loss, hemineglect, and hemiparesis on the left side. Onset was sudden recovery is unknown. The patient was diagnosed with an ischemic stroke related to hypotension. Dopamine was increased and one dose of atropine was given. Neurologist documented the event as flow related. There were two CT scans performed but both were negative. At discharge to rehab six days later, the patient had regained her strength on all extremities, speech was normal, she was alert but confused. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis products. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure (hypotension). The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. The physician felt that the hypotension was secondary to the hypoperfusion. Early medical intervention can halt this process and reduce the risk for irreversible complications. It is difficult to draw a clinical conclusion between the device and the event based on the information available. There is no evidence that manufacturing issues contributed to the event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the sapphire study indicated that fourteen hours post index procedure the patient experienced an ischemic stroke related to hypotension. The patient is a (B)(6) female who was enrolled in the sapphire study for carotid stenting. The target lesion location was the ostium of the right internal carotid artery. The vessel was described as moderately calcified and severely tortuous. The rate of stenosis was 90%. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise ((B)(4)) stent was deployed at the target lesion. The angioguard was safely removed from the patient. Upon removal of the device there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The next day the patient suffered a neurological event described as behavioral change, left visual field loss, hemineglect, and hemiparesis on the left side. Onset was sudden recovery is unknown. The patient was diagnosed with an ischemic stroke related to hypotension. Dopamine was increased and one dose of atropine was given. Neurologist documented the event as flow related. There were two CT scans performed but both were negative. At discharge to rehab six days later, the patient had regained her strength on all extremities, speech was normal, she was alert but confused. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis products.

Manufacturer narrative:
On the following morning after the index, the patient developed a hypotensive episode with unresponsiveness. A code was called, but she did not require CPR. She was on dopamine drip and her blood pressure had rebounded. Neurology consultation on the same date reported that she was alert, but was noted to have some possible left-sided weakness and definite left-sided neglect. Impression: cerebrovascular accident probably, right parietal with left-sided hemiparesis, left-sided neglect, and left homonymous hemianopsia. The nih stroke scale score was 10 and the rankin stroke scale score was 4. Initial CT scan on was negative acute intracranial abnormality. A follow-up CT scan on the following day was also negative for acute intracranial abnormality. A brain MRI 2 days later revealed multiple small foci of restricted diffusion within the right hemisphere consistent with acute ischemia. Neurology progress one day after the event noted that the patient considerably improved with only minimal drift on the left; neglect gone, left fields [¿] improved, speech clear. No additional information is available at this time.